Event description:
It was reported that the biomed stated that the arctic sun device was in biomed for air leaks and since it was due for the 2000-hour preventive maintenance it will be coming in for that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. Since it was due for the 2000-hour preventive maintenance it will be coming in for that. Per additional information received, device has not been received for depot repair. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Corrections: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device was in biomed for air leaks and since it was due for the 2000-hour preventive maintenance it will be coming in for that.